Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1598, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Consumer reported she had essure put in after having her last daughter back in (B)(6) 2012 and was told they did not tie tubes anymore but essure was the most effective permanent birth control. From the day it was put in her she complained of so much pain, the doctors kept saying it was her body getting use to the devices, for months she cried and cried became very depressed and in so much pain. Finally had to go to a different county and long story short one of the devices was in her uterus and she was having allergic reaction to the nickel that was in the devices, had she been told that she would have never gotten this procedure. She had to go under two surgeries with ending at age of (B)(6) had to have a full hysterectomy to get back to her normal life. Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment this spontaneous and non-medically confirmed case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and from the day it was put in her, she complained of so much pain. She had to have a full hysterectomy. This event, seen as pelvic pain, is serious due to required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, since the insertion, she was in pain and also experienced other non-serious events. Considering close temporal relationship and its nature, causality between reported event and essure use cannot be excluded. Since interventions were required (hysterectomy/ 2 surgeries) this case is regarded as incident. Based on the available information no product quality defect was confirmed/identified. In summary, a relationship between the reported medical events and a quality defect is excluded. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and from the day it was put in her, she complained of so much pain. She had to have a full hysterectomy. This event, seen as pelvic pain, is serious due to required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, since the insertion, she was in pain and also experienced other non-serious events. Considering close temporal relationship and its nature, causality between reported event and essure use cannot be excluded. Since interventions were required (hysterectomy/ 2 surgeries) this case is regarded as incident. Based on the available information no product quality defect was confirmed/identified. In summary, a relationship between the reported medical events and a quality defect is excluded. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.